Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported turns on and off by itself, which was not reproduced during evaluation. A review of the event history log identified turns on and off by itself as 'improper shutdown!' Messages. The cause was determined to be a damaged alternating current power cord. The alternating current power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns on and off by itself. There was no patient involvement. No additional information is available.